Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo showed the presence of poor barrier separation. Complaints for sample quality are under statistical control for the month of january 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 5 tubes exhibited poor barrier separation where a complete or stable barrier was missing. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 5 tubes exhibited poor barrier separation where a complete or stable barrier was missing. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) e.3. Other occupation: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.